Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with no delivery alarm during priming and hospitalized due to high blood glucose of 500 mg/dl. Customer¿s current blood glucose was 89 mg/dl. The blood glucose of 500 mg/dl at the time of the incident. Assisted customer in performing a 5.0 unit fixed prime and states the insulin exited. Customer reports the following symptoms related to their high blood glucose was just felt bad. Customer wearing the pump at time of hospitalization. Customer treated for high blood glucose with insulin pens. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.